Event description:
It was reported that vessel occlusion and balloon detachment occurred. The target lesion was located in an arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during removal, the balloon material was entirely detached from the catheter shaft and occluded the blood flow in the artery of the arm. Subsequently, the detached balloon was still around the guidewire and was snared successfuly. The procedure was completed and no further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 6 x 4, 24atm, 75cm was returned for analysis. The balloon section, markerbands and tip area was detached from the shaft and was not returned with the device for analysis. A visual and tactile examination found the shaft of the device to have completely detached 700mm distally from the distal end of the strain relief. There are signs that the shaft had been stretched. No other issues were identified during the product analysis.

Event description:
It was reported that vessel occlusion and balloon detachment occurred. The target lesion was located in an arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during removal, the balloon material was entirely detached from the catheter shaft and occluded the blood flow in the artery of the arm. Subsequently, the detached balloon was still around the guidewire and was snared successfully. The procedure was completed and no further complications were reported.